Event description:
It was reported, a nail was implanted in a woman (normal complexion, with slight obesity) in 2005. The pt will be revised.

Manufacturer narrative:
Device not returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.